Event description:
Iabp shutdown when unplugged from wall outlet. Iabp started up again when plugged back into wall. Patient placed on backup iabp for transfer from cardiac catheterization lab to surgery.